Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fell out", "implant was gooey when it fell out" , "fluid was coming out: m and capsular contracture baker grade iii.

Event description:
Healthcare professional reported ¿right side incision was not healing and implant fell out and fluid was coming out ¿. Additionally, healthcare professional reported "capsular contracture, baker grade iii exchange". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b, g.2., h.6.

Event description:
Device was explanted and discarded after surgery.